Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during a transureteral lithotomy, the basket of an ncircle tipless stone extractor would not open. The user attributed this difficulty to an unspecified problem with the device handle. The plastic cannula and the wire in the handle were not secured by the black knob, so it could not be used. Another device of the same product reference number was used to complete the procedure. No adverse effects to the patient were reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The product was returned in original shipping tray and open pouch. The basket was closed and could not be opened by functioning the handle. The purple support sheath was observed to be kinked. The basket assembly was removed from the handle and the basket could not be manually opened. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The purple support sheath was kinked, preventing the basket assembly from moving freely within the sheath. The cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 29jul2021: the plastic cannula and the wire in the handle were not secured by the black knob, so it could not be used.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transureteral lithotomy, the basket of an ncircle tipless stone extractor would not open. The user attributed this difficulty to an unspecified problem with the device handle. Another device of the same product reference number was used to complete the procedure. No adverse effects to the patient were reported.